Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of lead wire had broken, allowing a spark to contact the fabric foundation and causing a 1/4" burn. We were unable to determined the cause of this incident.